Manufacturer narrative:
Follow-up received on 11-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had heavy periods. An endometrial biopsy was performed approximately 7 years after insertion and the instrument got tangled on the trailing coils and it broke the essure at the point of the trailing coil (interpreted as device breakage). An endometrial ablation was also attempted, approximately 7 years after essure insertion. Event heavy periods is listed in the reference safety information for essure. Device breakage was considered anticipated upon receipt of the product technical analysis. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and bleeding onset was not specified neither was the endometrial biopsy results. However, given the nature of the event heavy periods, a causal relationship with essure cannot be excluded. The device breakage, although induced by the endometrial biopsy, was considered related to essure due to its nature. Non-serious event was also reported. This case was regarded as incident, since a medical intervention and device removal were required. The product technical complaint investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on 12-apr-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2009 for permanent contraception. Consumer had a modified hysterosalpingogram (hsg) done on (B)(6) 2010. Doctor used a explora for biopsy and got tangled on the trailing coils on (B)(6) 2016. It broke the essure at the point of the trailing coil. Doctor tried to perform a novosure ablation on (B)(6) 2016 and would not seal. The ablation instrument grabbed on the trailing coil and pulled it through. Monofilament was inside the patient. Modified hsg has not been scheduled. Waiting for the bleeding to stop. Patient had not recovered. Essure was not removed. Device breakage questionnaire was received on 03-may-2016 from physician. The patient had an essure placed in both sides in 2009 outside this clinic. Lot number is unknown to this physician. In (B)(6) 2016, preparations were made for ablation for heavy periods. A sonogram showed an essure coil extending into the (full length) uterine cavity. An explora endometrial biopsy plastic curette caught the coil and brought part outside the cervix. The doctor removed that part and planned to remove the intra-uterine part at the time of ablation. At hysteroscopy the physician tried to break off the coil at the os (orificium), but the entire essure came out of the tube. The ablation was not done, the uterus did not seal. The doctor planned hysterosalpingogram to decide patency of the tube. Essure was removed and patient did not have injury. The physician did not consider that breakage could have led to serious injury under less fortunate circumstances. The device was not available. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had bleeding (interpreted as genital bleeding). An endometrial biopsy was performed approximately 7 years after insertion and the instrument got tangled on the trailing coils and it broke the essure at the point of the trailing coil (interpreted as device breakage). An endometrial ablation was also attempted, approximately 7 years after essure insertion. Event bleeding was considered serious due to medical significance and is listed in the reference safety information for essure. Device breakage is non-serious event and unlisted in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and bleeding onset was not specified neither was the endometrial biopsy results. However, given the nature of the event bleeding, a causal relationship with essure cannot be excluded. The device breakage, although induced by the endometrial biopsy, was considered related to essure due to its nature. Non-serious event was also reported. This case was regarded as incident, since a medical intervention was required (endometrial ablation was attempted). A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs